Event description:
It was reported that the device's 5-lead ECG cable is defective. The customer evaluated the device and received remote support from the customer care solution center, during which a 5-lead ECG cable was ordered. Upon conclusion of the evaluation, it was determined that this was a malfunction of the 5-lead ECG cable , the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.